Event description:
It was reported that the patient experienced diaphragmatic stimulation shortly after implant. The left ventricular (lv) lead was repositioned with good thresholds and no diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012-(B)(6); 6947m implantable defibrillator lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.